Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.

Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2011 alleging that the verio meter would not power on when pressing the power button. The patient mentioned that the meter did power on when inserting a test strip into the meter. The patient did not exhibit any symptoms due to the alleged issue. The product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved over the phone.